Manufacturer narrative:
The customer¿s report of component breakage was confirmed. Visual inspection of the set¿s distal luer lock observed that the collar was damaged with a piece of the collar missing and its luer tip broken. No tool markings were observed on the set's male luer or maxzero valve. Functional testing was not performed due to the obvious observed damage. The root cause of the component breakage was not identified.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing broke at the spin collar resulting in leakage of blood. There was no patient harm.